Event description:
It was reported to philips that the system's 1 phase uninterruptible power supply battery failed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's 1-phase uninterruptible power supply battery failed. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that error in the 1-phase ups in the m-cabinet. The rse also found that the system showed message battery failure. The rse suggested to bypass 1-phase ups and requested onsite support. To resolve the issue, the philips field service engineer (fse) performed the bypass of the ups. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.